Manufacturer narrative:
Product ID neu_unknown_lead, serial # (B)(4), product type lead. (B)(4).

Event description:
It was reported that "a number of years ago" a patient had a burning sensation in her abdomen during an MRI. It was stated that the patient had their "pump or neurostimulator" taken out prior to the MRI, but it could be seen on an x-ray that the leads were still implanted in the patient. It was stated that the patient was in the MRI scanner for "less than one minute" when she beeped the healthcare provider (hcp) to take her out because she had felt a "burning type pain" in her abdomen. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).